Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while the cgm sensor had expired, and the household sought guidance on whether to treat the low glucose or replace the sensor; the patient ingested oral glucose tablets and later reported that the ilet did not transition into bg-run mode, with recent yard work noted before the event and prior days showing prolonged hyperglycemia with multiple meal announcements. Symptoms included sweating. Outcomes included low glucose values with levels outside the target range for a few hours, hyperglycemia for an undisclosed time without ketone testing, no medical intervention, or assistance beyond oral glucose. Investigation included complaint handling with troubleshooting and education, review of device data, and follow-up to address glucose levels and meal announcement use. Investigation of this case revealed no device alarms and no confirmed device malfunction, with contributing factors including user behavior such as multiple meal announcements and physical activity preceding the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear.